Event description:
The customer reported the x-ray field is larger than the brightness amp field. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the high voltage connectors and adjusted the field size. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.